Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use with a pacing dependent patient, the yellow battery indicator light of the external pulse generator (epg) was flashing. The battery was removed and there was no pacing. The patient experienced lightheadedness. The battery was put back in and there was a pause of a few seconds until the epg started working again. It was indicated that the epg was set to a higher than recommended output. The epg continued to function normally and remains in use. No further patient complications have been reported as a result of this event.